Event description:
Edwards received notification that a patient from india with a 2900j27mm valve implanted in mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approximately nine (9) years due to degeneration leading to severe stenosis and severe regurgitation. The patient presented with heart failure, dyspnea on exertion and angina on exertion before the viv procedure. A 26mm transcatheter heart valve was implanted within the edwards surgical device. The patient outcome was noted as to be in excellent condition.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the implant date was not provided. However, the implant duration was approximately 9 years. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11. Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #(B)(6). The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 2900j27mm valve implanted in mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approximately nine (9) years due to degeneration leading to severe stenosis and severe regurgitation. The patient presented with heart failure, dyspnea on exertion and angina on exertion before the viv procedure. A 26mm transcatheter valve was implanted within the edwards surgical device. The patient outcome was noted as to be in excellent condition.